Event description:
It was reported that during preparation of a 20/30 indeflator, air was observed to be coming in from the stopcock. The device was exchanged for another 20/30 indeflator and the same occurred. The devices were not used and there was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The additional 20/30 indeflator referenced is being filed under a separate manufacturer report number. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.